Event description:
It was reported that during a laparoscopic high anterior resection procedure, the stapler was inserted and set up correctly. When the handle was squeezed, the stapler did not fire. Once inspected, (the anastomosis) it was noticed that only one staple had been fired from the device, and all the rest were still intact. The device was then withdrawn and another inserted to complete the case. It was noticed straight away that the staple line was not formed, and therefore the surgeon was able to rectify it immediately. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: one device arrived in good visual condition with only one staple present, with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. The device was reloaded with staples and tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples had proper b-formed shape.